Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement after approximately eight months of being implanted. Ra lead replaced and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance measurement was within normal limits. The dislodgement allegation was confirmed, based on the observation of twists in the lead body, possibly related to twiddler but not enough evidence to confirm twiddler. Moreover, this is a known inherent risk of the use of this product.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement after approximately eight months of being implanted. Ra lead replaced and returned for analysis. No additional adverse patient effects were reported